Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023; product type lead product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a remote control error. N unable to increase stimulation. Possible loss of pain coverage. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. It was reported after meeting with the patient it was determined that several contacts were showing high impedance, the hcp chose to revise the system; patient was explanted and reimplanted with a new system on (B)(6) 2024. Issue has been resolved.